Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. The reported difficult to position, difficult to remove, inflation issue and stent dislodgement were unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported difficulty to position was a result of the stent delivery system (sds) not being coaxially aligned, such that as the sds was being advanced it interacted with the guiding catheter causing resistance. Manipulation of the device resulted in the reported shaft detachment thus resulting in the reported inflation issue. Interaction with the guiding catheter as the compromised device was being retrieved resulted in the reported stent dislodgement thus resulting in the reported difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified de novo lesion in the mid left anterior descending artery. A 3.0x12mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, resistance with the guiding catheter was felt. The sds would not inflate when attempting to implant the stent. An attempt to retrieve the sds was made; however, the stent dislodged and it became stuck in the guiding catheter. Additionally, it was noticed that the proximal shaft separated while inside the guiding catheter. The sds, stent, and guiding catheter were removed as a single unit. The procedure was successfully completed with a new guiding catheter and a 3.0x15mm xience sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.